Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. Reportedly the device is stored drained and subjected to h2o2 daily monitoring. No additional information is available on this specific case and the root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. Customer requested deep disinfection to solve the reported issue. There is no known patient involvement.